Event description:
Caller reported a tandem mobi cartridge alarm. There was no adverse impact to the customer's blood glucose level. Cts confirmed the cartridge alarm and arranged for a replacement pump. Reportedly, the customer reverted to an alternative method of insulin therapy.